Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) specialist regarding a quality control (qc) and calibration issue on the advia centaur cp instrument. The customer resolved this issue after priming the system, replacing the reagent pack, qc and calibrators, and ran and passed calibration. The customer obtained the discordant result on one patient sample after qc issue was resolved. A siemens customer service engineer (cse) analyzed the event and sent the customer a black modular tubing assay valve modular set, in which the customer replaced. Then, the customer ran qc for all assays on the advia centaur cp instrument, which recovered within expected ranges. The cause of the discordant, falsely low ca125 result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low cancer antigen (ca125) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The customer reran the same patient sample multiple times, on the same advia centaur cp instrument the repeat results were in line with the patient's clinical history. The last repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due the discordant, falsely low ca125 result.

Manufacturer narrative:
The initial MDR 2432235-2018-00024 was filed on 26-jan-2018. Additional information: on 09-jan-2018, a siemens customer service engineer (cse) returned to the customer's site and replaced the tubing set blue 2 peristaltic channel, tubing set gray 6 peristaltic channel, the rinsing block assembly probe and the valve manifold. Then, cse ran quality control (qc), resulting within specification. The instrument is performing according to specifications. No further evaluation of this device is required.